Event description:
No further event information available at the time of this report.

Manufacturer narrative:
MFR report number 0002023141-2020-01402, section "d4: device UDI number" was submitted with UDI # (B)(4) in error. Associated lot # 61318620 was manufactured prior to 24-sep-2015, as a result, a UDI number is not required. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.

Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) was returned for investigation. Visual evaluation of the as returned product identified signs of wear and damage about the threads. The implant is fractured at the collar. No pre-existing conditions were noted on the per. The reported product was located on tooth # 30 (universal) and used for approximately 7 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Appropriate documentation was reviewed. DHR review was completed for the subject lot number 61318620. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61318620) for similar event and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. PMA/510(k): k013227.

Event description:
It was reported that collar of implant at tooth site # 30 fractured and was removed. Additional appointments / implant re-placement: not indicated. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported.